Event description:
It was reported that the zimmer air dermatome was skipping and destroying the skin. No add'l clinical info was received prior to this report. A f/u medwatch will be submitted if add'l clinical info is received.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/15/1999 and was last repaired on (B)(4) 2007. Eval of the device observed excessive wear and discoloration of the device. The interior of the head was discolored and the leading edge of the head and control bar was excessively nicked. The thickness control lever was an older style component. It was also noted that the swivel could not be removed from the device. Upon disassembly of the device, excessive interior corrosion was revealed. Given the damage to the device, lack of preventative maintenance and improper handling by the user most likely caused the damage, which most likely caused the customer's reported event. No info was obtained regarding customer's cleaning methods or sterilization practices; however, improper cleaning or sterilization could have caused the excessive interior corrosion to the device. The device was served and returned to the customer.